Event description:
When the catheter was inside at patient, the operator released the liquid to swell the balloon, but the liquid leaked out from hub. The target lesion was located in the left anterior descending artery (lad). The product was properly inspected and prepped and no anomalies were noted. An indeflator (boston - encore 16) was used in the procedure. There was no difficulty connecting the indeflator onto the hub of the catheter. There was no excessive force used to connect the devices. There was no mishandling of the products. It was impossible to complete the intervention with this device. Therefore, the surgeon removed the delivery system and its relative stent from the patient, and used a new catheter to carry out the operation. No adverse patient consequences.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.